Event description:
It was reported that, during an ent surgery, the evac 70 xtra wand had an excessive charring in ablation mode, and the patient's soft tissue suffered of unintended charring and burning. Surgery was completed with a back-up device, instead. There was a delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found an arthroscopic picture of damaged tissue next to the tip of the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical evaluation states that an intraoperative photo was provided for review; however, it does not indicate a root cause for the reported event and that the device IFU does note that, ¿the rate and depth of tissue ablation is affected by the set point selected, the amount of pressure on the tissue, the integrity of the electrode, and the speed at which the wand is passed over the target tissue.¿ a definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection observed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The tip is worn from use. There are blackened areas around the spacer from use. A functional evaluation was performed on the returned device and found the wand produced plasma as expected and had no issues activating coag. The output was normal for the device. An image evaluation was performed and found an arthroscopic picture of damaged tissue next to the tip of the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical evaluation states that an intraoperative photo was provided for review; however, it does not indicate a root cause for the reported event and that the device IFU does note that, ¿the rate and depth of tissue ablation is affected by the set point selected, the amount of pressure on the tissue, the integrity of the electrode, and the speed at which the wand is passed over the target tissue.¿ the patient impact beyond the reported soft tissue burn could not be determined. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Additional factors that could have contributed to the reported event include contact with other metal surgical instruments or inadequate flow and circulation of saline could cause a patient burn and are outlined in the warning and statement in the instructions for use (IFU) provided with the device. Based on this investigation, the need for corrective action is not indicated.